Event description:
It was reported that the device exhibited oversensing of noise on the atrial lead which apeared to be myopotential. The atrial lead impedance had dropped and insulation degradation was suspected.